Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 25feb2019. Though the manufacturer's international service technician confirmed the reported oxygen concentration error, at the customer's request, the flow sensor assembly has not been replaced. No parts were returned to philips for failure analysis, therefore, a root cause could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.